Manufacturer narrative:
A health professional at dvfu contacted philips to ask for more information regarding an ups (uninterruptable power supply ). The customer understands that the demise is related to the hospitals power failure, and has no relation to the functioning of the allura system. The local keymarket supplied the customer with the requested information regarding ups.

Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that due to a voltage peak in the hospital electricity network, the system switched off during a angioplasty procedure. The philips system was not connected to a universal power supply (ups). At the moment the system could be switched on again, the patient deceased.